Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of their insulin pump having a blank display. Customer states to have tried to remove battery and reset, but display remains blank. The customer's blood glucose level was 270mg/dl. Troubleshooting was conducted. The image remained blank and the pump will be replaced and returned for analysis.